Manufacturer narrative:
H3 ¿ analysis of the returned portion of the catheter found ¿no significant anomaly ¿ catheter body ¿ dried drug, blood, or foreign material occlusion.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(6)implanted: (B)(6)2020-product type catheter product ID 8780 lot# serial# (B)(6)implanted:(B)(6) 2014 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 03-sep-2022, UDI#: (B)(4) ; product ID: 8780, serial/lot #: (B)(6), ubd: 25-apr-2015, UDI#: (B)(4)medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative via a healthcare provider (hcp) and a patient receiving unknown intrathecal fentanyl 5000 mcg/ml at 1982 mcg/ml via an implantable pump for unknown indication for use. It was reported that the patient had return of pain approximately 2 months. Unknown of exact date per patient. The hcp attempted dye study and unsuccessful. The patient had a catheter revision where spine portion of catheter tied off at spine and pump segment removed. A new 8780 catheter implanted successfully.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative via a healthcare provider (hcp) and a patient receiving unknown intrathecal fentanyl 5000 mcg/ml at 1982 mcg/ml via an implantable pump for unknown indication for use. It was reported that the patient had return of pain approximately 2 months. Unknown of exact date per patient. The hcp attempted dye study and unsuccessful. The patient had a catheter revision where spine portion of catheter tied off at spine and pump segment removed. A new 8780 catheter implanted successfully. The issue resolved at the time of this report with patient's status being "alive-no injury". The patient's weight and medical history was asked but made unknown.